Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an elective upgrade procedure. During the procedure, the left ventricular lead was attempted to be implanted. The physician could not insert the guidewire through the lead. Several attempts were made without any success. The lead was not used and was replaced successfully. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.